Event description:
IV pump providing inotropic support (dopamine, milrinone) for a post-op, open chest, iabp patient suddenly showed "failed" alarms and lights. Medication was interrupted while drips had to be changed to a new pump.